Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that an impedance test showed electrodes 0, 1, 2, 3, 6, 7, 10, 11 oor. Electrode 4 generated impedances of 9000 on 8, 9, 12 and 13 when referenced. Electrode 5 generated impedances of 6000 on 8, 9, 12 and 13. The only good electrodes were 8 when referenced, 7, 12, 13 were at 800/ 4 and 5 were at 6000. 9, 12, 13 were the same. Patient runs 3 zones on 1 group. The patient was using electrodes on group e, program 1 (8+ 9-), program 2 (12+ 13-) program 3 (3- 8+ 12+). Patient now has a new group a. The rep reported they set orientation to make sure the ipg would signify which position he truly was in. Patient is happy with adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation failed back surgery syndrome/ spinal pain. It was reported that the patient lost the feeling of stimulation in his left leg. Patient tried turning up and different programs but this did not help. Patient stated when he was standing, his device would say laying down. Patient denies any falls or factors that could have contributed. Manufacturer's representative (rep) will meet with the patient to assess on (B)(6). Issue not resolved at this time. No further complications were reported/anticipated.